Manufacturer narrative:
The sample was not available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. Expiration date is october 2021. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys toxo igg immunoassay on a cobas e 411 immunoassay analyzer. The sample resulted in a toxo igg value of 68.2 iu/ml (reactive) when tested on the e411 analyzer. This value was reported outside of the laboratory to the patient. The patient questioned the result because he/she was tested for toxo igg in a different laboratory using a different method and the result was non-reactive. The complained sample was repeated using both abbott and vidas methods. The results from both methods were non-reactive. The serial number of the e411 analyzer is (B)(4).